Manufacturer narrative:
Customer service provided with instructions for part/accessory use/care/maintenance. In follow up with the customer on (B)(6) 2017, the customer stated her thrush had not yet resolved as of that date. She indicated that she is exclusively pumping, as her baby is unable to latch and that she was prescribed a cream by her doctor which contains steroid, an anti-fungal and antibiotics. The customer confirmed that she separates and washes her breast pump parts as instructed by customer service; as well, she sanitizes the parts using medela's steam bags. Subsequent attempts to contact the customer to determine if the thrush had since resolved were unsuccessful. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2017, the customer alleged to customer service that she and her baby have thrush and she wanted know if her pump in style breast pump and parts/components, which she purchased in 2014 and recently began using again, could be affected and questioned how to sanitize them. On (B)(6) 2017, she made a second contact with customer service, alleging that she had seen a medical professional and was prescribed medication in (B)(6). She indicated that the medication did not work and she was now prescribed an ointment as a 2nd round of treatment.